Event description:
It has been reported to us that the occlusion balloon wire kinked then separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 5mm to occlude the vessel. The physician performed pre-dilation and stenting on the vessel. The physician inserted the aspiration catheter and advanced the aspiration catheter forward, however, the occlusion balloon wire kinked at approximately 3cm distal to the gold marker band. The physician attempted to straighten out the kink and the occlusion balloon wire separated into two pieces. The separation of the occlusion balloon wire resulted in the occlusion balloon deflating. The physician was able to perform aspiration and completed the case. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.